Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance measurements, above 200 ohms. Technical services (ts) indicated that isometric testing and pocket manipulation were performed, and no additional out of range impedance values were observed. Baseline noise was noted on the shock channel. This patient has a barostimulation device, however, ts confirmed no oversensing was observed. Technical services recommended continued monitoring. No adverse patient effects were reported, and the lead remains in service.